Event description:
Revision surgery - due to pt having scar tissue debris, the surgeon cleaned area and replaced insert.

Manufacturer narrative:
The reason for this revision surgery was to replace the insert due to scar tissue debris after 5 years and 2 months in vivo. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 28 prior complaints against this part number. This is the first complaint from this lot. The root cause was reported as scar tissue debris. There are no indications of a product or process issue affecting implant safety or effectiveness.